Event description:
The instrument was returned, no further information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a bent grip and tube damage. The one grip was bent, causing side-to-side misalignment of grips. There was a .045 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, but the likely cause was still overloading at the tip. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .200 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.